Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an esd procedure, the tip of the single use electrosurgical knife fell off into the patient¿s stomach. The pieces were retrieved with a net and grasping forceps, and the procedure was completed. There was no report of patient harm.

Event description:
No new information was received from the customer.

Manufacturer narrative:
Update to d4. This supplemental report is being submitted to provide the updated lot number. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a portion of the tip was melted possibly due to high electrical discharge/high heat. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that the pieces of the device were retrieved with the endoscope's suction function.

Manufacturer narrative:
Update to b5 and h6. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.